Event description:
In 2008 - tech - fluid leak through hole in ticking, the following month - tsr said nobody was hurt. Sum - fluid leak through hole in ticking, replaced ticking, fire barrier, and left thigh bolster.